Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in with twos (t-wave oversensing) on the right ventricular (rv) lead post biv (biventricular) pace. The rv lead¿s sensitivity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.